Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery. Failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on march 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted march 18, 2011.

Event description:
It was reported that patient underwent a knee procedure utilizing a meniscal repair device on (B)(6) 2011. During the procedure the surgeon attempted to use the meniscal repair device, but it would not deploy properly. The surgeon removed the meniscal repair device, but this created a hole that was irreparable. A meniscectomy was performed to complete the procedure.